Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect uim component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent user interface module (uim) blank display on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
The service center (sc) group received the suspect gas delivery engine (gde) part number 16222, serial number (B)(4) for investigation. The sc group performed a visual inspection and found sub-component damage. The sc engineer installed the gde into a test device and cycle the device on for an extended period, which could not duplicated the reported device behavior. At this time, the reported event was not confirmed and not duplicated. The vyaire failure analysis lab (fa) evaluated the gas delivery engine (gde) and concurred with the service group assessment. No component/device failure detected therefore; no root cause investigation would be performed.